Event description:
The customer observed falsely elevated magnesium results generated from alinity c processing module for 1 patient. The results provided were: sid (B)(6) initial result = 2.45, rerun 0.87 mmol/l result from (B)(6) 2025. Reference range = 0.66-1.07 mmol/l. There was no reported impact to patient management.

Manufacturer narrative:
The complaint investigation for falsely elevated potassium and calcium results on the alinity c processing module, serial number (B)(6), included a review of complaint text, a search for similar complaints, trending data, labeling, and device history records. When troubleshooting the issue, it was observed that some of the cuvettes contained residual liquid. The alinity c-series cuvtte d and alinity c-series sample p were replaced and deemed the likely cause for the module generating the false elevated patent results. Replacement of the contaminated/dirty alinity c-series cuvtte d and alinity c-series sample p resolved the issue. The module function was verified with a control/precision run. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified.

Manufacturer narrative:
Completed information for section a1 patient identifier: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated magnesium results generated from alinity c processing module for 1 patient. The results provided were: sid (B)(6) initial result = 2.45, rerun 0.87 mmol/l result from (B)(6) 2025. Reference range = 0.66-1.07 mmol/l. There was no reported impact to patient management.